Manufacturer narrative:
(B)(4). The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. Due to the I-blade was on the wrong side, the electrode and ceramic were separated from the lower jaw. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, the grasping force of the handle was higher than expected, but the device was used to seal the target tissue. Then, I-blade was broken off when the handle was grasped. The broken piece was retrieved from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.